Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit began to strobe and then power down during a case. It was further reported that following a restart, the unit worked.